Manufacturer narrative:
(B)(6). The s5 control panel (B)(4) is not distributed in the USA, but it is similar to the device 28-95-85, which is distributed in the USA (510(k) number: k071318). Livanova (B)(4) manufactures the s5 control panel mrp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was unable to reproduce the reported issue. The device worked according to specification. However, the processor board was replaced as a precaution due to being an older version. A serial readout was provided for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the display of an s5 control panel mrp became blank during a procedure. The customer reported that the issue was resolved by restarting the panel. There was no report of patient injury.

Manufacturer narrative:
The board was returned to livanova (B)(4) for further investigation. During the evaluation the reported issue could not be confirmed or reproduced. No malfunction could be identified during the intensive testing and during the evaluation of the serial readout. The board worked according the specification.